Manufacturer narrative:
Date sent to the FDA: 11/25/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Shipping envelope only received; no device was returned. Please provide a device return status. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent an excision of a cutaneous mass procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle pulled off the suture after a few tissue passages without exerting excessive tension while suturing the subcutaneous tissues.